Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device came apart while in the patient. It was easily removed by hand and there was no injury.

Manufacturer narrative:
(B)(4). The device history review for packaging lot nraaet was reviewed and found no abnormalities. From the complaint details, the lot was produced in may 2018 and the expiration date is 28 may 2021. The usage date or the event date of the product is 19 dec 2022 that is exceeding the assigned expiration date more than 19 months. Therefore, the root cause of the issue is concluded as unintentional user error related. No actual sample was returned. The compliant is concluded as non-manufacturing related and no escalation or additional action are required.

Event description:
It was reported that the device came apart while in the patient. It was easily removed by hand and there was no injury.